Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, calcified and 90% stenotic right coronary artery. First the physician completed a rotablation. Then the physician advanced the 3.0 x 15 mm quantum maverick balloon to the lesion and inflated it to 14 atms and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with another 3.0 x 15 mm quantum maverick balloon. Patient status is reported as "good".